Event description:
Upon medical record review by a medical professional, an additional surgery was noted through operative notes. Patient suffered from recurrent dislocation.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search did not find any other reported complaints against the metal head provided product and lot combination. A search of the complaint database and/or DHR review was not possible as the metal liner as the product and lot code was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/16/2012 - pfs and medical records received. Part/lot info provided and updated. After review of the medical records it reviewed the unknown liner reported on this complaint was already reported on com 013610. The part and lot info is being added for the unknown head. There is no new additional information that would affect the existing MDR decision.